Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had difficulty charging. The patient stated the battery had been dead for at least 3 months. The representative performed 3 unsuccessful physician mode recharge sessions (pmrs). The patient will be contacting the physician¿s officer to inquire about possible battery replacement. No patient symptoms were reported. No further complications were reported/anticipated.